Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient removing the battery for multiple days and not programming the time and date when they restarted using the pump).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging history settings (time and date) issue. The reporter stated that the patient had a blood glucose (bg) above 800mg/dl with strong, fruity breath odor, rapid deep breathing, abdominal pain, extreme drowsiness, blurred vision, polyuria, polydipsia, nausea, large ketones and symptoms of dehydration. The patient was taken to the hospital and treated with IV fluids and the basal rate and bolus settings were adjusted. Customer support (cs) completed troubleshooting and it was noted that the patient had removed the battery for about three days and then they started using the pump again the correct date and time were not programmed. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error in removing the battery for multiple days and not programming the time and date when they restarted using the pump.